Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving unspecified high sensor scans and based on the sensor result, the customer self-treated with 8 units of insulin. Consequently, the customer fell (broken noise, knocked his head and shoulders) and lost consciousness. The ambulance took the customer to a hospital where the customer¿s head was scanned, an x-ray on the shoulder, checked oxygen, heart via cardiogram, and an echocardiogram was performed the next morning. No further information was reported. There was no report of death or permanent injury associated with this event.